Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the device stopped working. A surgical procedure was performed in which the existing device was replaced. During the procedure no fluid was seen in the reservoir. The patient did not experience complications related to the device and fully recovered following the procedure. It was also reported that the procedure was unsuccessful and was cancelled after the patent was sedated.